Event description:
The customer had called regarding a battery alarm. It was noted that the customer was assisted with the alarm. At the end of the call, the customer mentioned they had a lbg and was hospitalized. It was indicated that they stayed up late prior to the event and did not eat breakfast the next day. The customer stated that they did not beleive it was pump related. No further details.